Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor deployment, sensor wire remained attached to the needle. Patient's mother attempted insertion in thigh which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.